Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 02jan2019. No phone number provided. A follow-up report will be submitted once the investigation has been completed.

Event description:
It was reported that the ventilators power supply failed. No patient harm reported. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report : 09jan2019 , date rec¿d by MFR : 08jan2019. The service engineer (se) inspected the device. The se confirmed the reported issue and found that the unit will not power on at all, the blower motor had smoke coming from it. The se replaced the power supply and blower motor. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.